Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication-between mobile app and carelink. The customer reported no adverse event. The event involved product(s) mmt-6102, mmt-6111. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102. No product return is required for mmt-6111.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.7.0) installed on galaxy s21 5g (android 14) with mmt-1884 780g pump (software ver. 6.21u) and carelink connect ap 3.3.1 installed on galaxy s24 (android 14) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4), version e. We were unable to conduct a thorough investigation due to the lack of diagnostic logs necessary to perform a comprehensive analysis. We performed our analysis using the analytics logs provided only. The most likely reason for the reported behaviour could be: the device running the mmm application did not have an internet connection. The device running the mmm application had no data to report. Outages on the cl side. Issue was unknown. Currently, we can see that users are uploading data daily, indicating that the connection with the pump appears to be functioning correctly, and there should be no issues with this user at present. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: looks like the patient is not active on the day of the report and can see the gap in periodic flow. This shows in cp data as well. If the patient is not actively sending periodic, cp wont see the data. Please advice the customer to use the mmm app to continuously monitor the data on cp app. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.